Event description:
This case was initially received via regulatory authority (B)(4)) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("displacement of essure / migration"), genital haemorrhage ("bleeding / haemorrhage") and cardiomegaly ("heart had become enlarged") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included urinary tract infection and parity 4. Concurrent conditions included hypertension. Concomitant products included atenolol (tenormine). On an unknown date, the patient had essure inserted. On (B)(6)2014, the patient experienced back pain ("back pain"), genital haemorrhage (seriousness criterion medically significant), menometrorrhagia ("menometrorrhagia"), menorrhagia ("heavy menstrual bleeding"), abdominal pain lower ("pain in lower abdomen "), dermal cyst ("small cyst on lower back"), urinary tract infection ("recurrent urinary tract infection"), palpitations ("palpitations"), arthralgia ("joint pain (specially in shoulders and elbows)"), the first episode of tendonitis ("tendonitis in arm"), alopecia ("hair loss"), aphasia ("difficulty finding words"), asthenopia ("tired eyes in the evening"), memory impairment ("memory lapses"), bladder discomfort ("feeling of pressure on the bladder"), haematoma ("haematoma"), uterine leiomyoma ("fibroid"), urinary retention ("urinary retention"), cystitis ("cystitis"), fungal infection ("mycosis"), polyarthritis ("inflammation of joints, muscles, lower back and neck"), the second episode of tendonitis ("tendonitis,"), migraine ("migraine,"), headache ("headaches"), fatigue ("fatigue"), urinary incontinence ("urinary incontinence"), myositis ("inflammation of joints, muscles, lower back and neck") and hypoacusis ("I had to increase the volume on the telephone, television and radio."). In (B)(6) 2014, the patient experienced visual impairment ("reduction in near vision"). On (B)(6)2016, the patient experienced device dislocation (seriousness criterion medically significant and intervention required). On an unknown date, the patient experienced cardiomegaly (seriousness criterion medically significant). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, menometrorrhagia, menorrhagia, abdominal pain lower, urinary tract infection, visual impairment, alopecia, bladder discomfort, haematoma, uterine leiomyoma, urinary retention, cystitis, fungal infection, polyarthritis, the last episode of tendonitis, migraine, headache, fatigue, urinary incontinence and myositis outcome was unknown, the back pain was resolving and the dermal cyst, palpitations, arthralgia, aphasia, asthenopia, memory impairment and hypoacusis had resolved. The reporter considered abdominal pain lower, alopecia, aphasia, arthralgia, asthenopia, back pain, bladder discomfort, cardiomegaly, cystitis, dermal cyst, device dislocation, fatigue, fungal infection, genital haemorrhage, haematoma, headache, hypoacusis, memory impairment, menometrorrhagia, menorrhagia, migraine, myositis, palpitations, polyarthritis, urinary incontinence, urinary retention, uterine leiomyoma, visual impairment, the first episode of tendonitis and the second episode of tendonitis to be related to essure. The reporter provided no causality assessment for urinary tract infection with essure. The reporter commented: since removal of the inserts, she only has back pain from time to time, the small cysts have resolved, her vision is the same, but she no longer have tired eyes in the evening. She no longer have to increase the volume on the telephone, television and radio, she can hear small sounds. She no longer has palpitations, difficulty finding words or memory lapses, joint pain, especially the pain in the shoulders and elbows. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 22-aug-2017 for the following meddra preferred term: device dislocation: the analysis in the global safety database revealed 1332 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.